Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The event history log review showed evidence of a broken door alarm. The visual inspection verified the damaged door, though the cause of this damage was unable to be determined. A power-on self test was also performed. To correct the condition, the door assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported receiving a broken door alarm on the flogard infusion pump. There was no patient involvement. No additional information is available.